Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on several steps to troubleshoot the issue, including disconnecting the tubing, tightening locks, and delivering boluses. The occlusion alarm recurred multiple times, prompting further instructions to load a new, empty cartridge, which resolved the issue. The customer was advised to replace necessary supplies and resume insulin therapy, with technical support initiating a follow-up for additional assistance.